Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of failed downstream occlusion testing, which was not reproduced. Evaluation found that the downstream tubing guide depth was out of specification, causing the symptom. The downstream tubing guide was replaced to correct the condition.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test at 28 psi during preventive maintenance testing. It was also reported that there was no patient involvement.